Event description:
Customer reportedly obtained a result of 4.3inr on the coaguchek xs system and 2.84 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.